Event description:
It was reported that the patient had a severe bladder infection for the previous three years. The patient also experienced a loss of therapeutic effect since having an infection. It was noted that the patient also experienced overstimulation after turning stimulation to a higher setting. The symptoms occurred in the rectum. The patient received assistance from his physician and/or manufacturer representative on (B)(6) 2011, and the device was reprogrammed. The patient was going to try each program and monitor symptoms and schedule a reprogramming session if needed. Additional information indicated the patient's infection was ongoing and the neurostimulator was turned off. No appointment date had been scheduled.

Manufacturer narrative:
(B)(4).